Event description:
Although there was no injury to the pt whatsoever, to be on the safe side, we are reporting this alleged complaint.tissue/blood was found caught in between the trocar cap. Not sure if it was from the previous procedure, as customer did not disassemble it for cleaning. However, trocar has been autoclaved before procedure.